Manufacturer narrative:
Chemistry analysis of a retained sample met product specifications. Batch records were reviewed and were found to be acceptable.

Event description:
Our office reported a pt complained of red eyes, and a foreign body sensation while using complete moistureplus. They consulted a physician and were diagnosed with keratitis. Tobramycin eye drops and hydrobenzole hydrochloride eye drops were given. Reportedly, the pt had corneal epithelial loss in both eyes. The pt recovered without sequelae. The root cause has not been established.